Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/10/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the intermittently unresponsive up arrow and down arrow keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. No buttons were found to be scrolling. The keypad was removed and no evidence of contamination was found under any of the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow buttons are intermittently working. The reporter stated that he has to press it hard and several times to get it to work. This issue started 1 month ago, progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.